Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: it is reported that the pt was revised due to incompatibility of the components implanted. While reviewing paperwork, the distributor noticed that the femoral head was not the proper size for the implanted liner, so the pt had a revision of the femoral head 5 days after primary surgery. The reason for revision is user error. Device history records indicate all components were manufactured and inspected to spec.

Event description:
It is reported that the pt was revised due to incompatibility of the components implanted.